Event description:
Facility alleges an adverse reaction occurred immediately after the initiation of treatment. Pt experienced chest pain and shortness of breath. Pt was given solu-medrol 125 mg IV, benadryl 125 mg and valuim 7.5 mg. Oxygen was also administered to the pt. Treatment was discontinued and blood was not returned to the pt. Estimated blood loss - 300 cc. Treatment was restarted with another type of dialyzer. No serious injury reported as a result of this incident. This event involved one pt.